Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The customer reported extended self testing (est) failed. The manufacturers field service engineer reported est passed during initial evaluation. Review of the device diagnostic history indicated est had failed due to heated filter backpressure out of range. The customer reported to the service engineer that they are replacing the exhalation bacteria filter only when the ventilator is removed from a patient. It is therefore likely that the filter in use on the ventilator became occluded due to improper maintenance of the filter. When the filter became occluded, it alerted the user with an occlusion-svo alarm/message as per specification. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. A sustained svo due to an occluded filter may be detrimental to the patient. This is being reported as user error. Filter replacement must be performed per filter manufacturer recommendations and specified intervals. Applicable final testing was performed per operating specifications. There was no malfunction of the device or the safety valve.